Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the rotator cuff surgery, the anchor broke during insertion. No broken pieces remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2323bcc swivelock®, batch 15480734, was received for evaluation. Returned components: sutures, o-ring, and eyelet. The anchor was not returned, preventing a complete evaluation of the reported issue. The eyelet was found detached from the device. No other components of the implant were available for review. Functional testing was not performed due to the condition of the returned components. Based on the condition of the returned eyelet, the most likely cause of the failure is use-related mechanical overload at the distal end, potentially associated with: off-axis insertion prying or leveraging the device inadequate bone preparation the complaint allegation cannot be confirmed, as the anchor¿critical to evaluating the reported failure mode was not returned for investigation. Refer to the investigation photos.